Manufacturer narrative:
Approximate age of device: 25 days. Manufacturer investigation conclusion: the report of image noise during pulmonary x-rays was confirmed through the evaluation of the submitted image; however, a specific cause for this finding could not be conclusively established through this evaluation. The submitted image appeared to depict a chest x-ray. Although the pump was visible in the image, horizontal lines were noted across the length of the x-ray. This could be consistent with the report of ¿image noise¿ and ¿artifacts¿ in the image. It was noted that the patient had x-rays before implantation without issue, and the inability to take x-rays was probably due to interference with the heartmate 3. The patient remains ongoing on the device and no further related issues have been reported at this time. The heartmate 3 lvas IFU warns the user that the heartmate power module, mobile power unit, and battery charger radiate radio frequency energy. If not used according to instructions, the power module, mobile power unit, and battery charger may cause harmful interference with nearby devices. This IFU also states that there is no guarantee that interference will not occur in a particular installation. If the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, connecting the equipment to an outlet on a circuit different from that to which other devices are connected, or contacting the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that it was not possible to take an x-ray image due to suspected interference with the heartmate 3 lvad. The account attempted many unsuccessful pulmonary x-rays, which resulted in greater patient x-ray exposure. The x-ray device used was a fuji system (sensor/tablet wifi, fuji ; model d-evo2. A mobilett mira wifi-siemens x-ray device had also been used for pulmonary x-rays, but the artifact remained in the image. No further information was provided.